Event description:
It was reported that the right atrial (ra) lead exhibits high out of range pacing impedance measurements of greater than 3000 ohms and noise. It was noted that the noise is reproducible and leads to oversensing. A lead fracture is suspected but not confirmed. The minute ventilation signal was also observed on the atrial egm. Boston scientific technical services (ts) was consulted and discussed programming options. The field representative stated that at this time no further action has been taken and the cardiac resynchronization therapy defibrillator (crt-d) and ra lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the right atrial (ra) lead exhibits high out of range pacing impedance measurements of greater than 3000 ohms and noise. It was noted that the noise is reproducible and leads to oversensing. A lead fracture is suspected but not confirmed. The minute ventilation signal was also observed on the atrial egm. Boston scientific technical services (ts) was consulted and discussed programming options. The field representative stated that at this time no further action has been taken and the cardiac resynchronization therapy defibrillator (crt-d) and ra lead remain in service. No adverse patient effects were reported.